Event description:
Related manufacturer reference number:2017865-2025-14032, related manufacturer reference number:2017865-2025-14033. It was reported that the patient presented in the clinic for a follow-up. During the examination, it was observed that both the right ventricular lead and the atrial lead were superficial, increasing the risk of skin erosion. On (B)(6) 2024, the physician decided to reposition the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, and atrial lead to solve the issue. The patient was in stable condition.